Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had placed an impella 5.5 to support a high-risk percutaneous coronary intervention patient, admitted in with atrial fibrillation and non-st-segment elevation myocardial infarction. The patient was escalated from the intra-aortic balloon pump. The pump was placed. However, there were drops in labs and platelets were dropping. Heparin was held and bivalirudin was begun as hematology was consulted. The patient additionally developed a hematoma and platelets were given. After eight days, the pump was weaned and explanted. The procedural outcome was the patient survived the surgery.